Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was trying to "increase stimulation because it was not stimulating but it was not going any higher than 8.5". Patient then synchronized, and they then realized her stimulation was off. The patient was helped to her lower stimulation then turn stim back on and she now reported feeling stimulation. The patient stated the issue was resolved. Patient stated she hasn¿t had any exposure to high sources of emi, but did have a fall "about 3 weeks ago" and clarified it was in december. Patient stated that she has had a return of symptoms or loss of therapy "just like sometime this week¿. The patient indicators for use are for gastrointestinal/ pelvic floor. No further complications were reported/anticipated.